Event description:
As reported from the (B)(4) study, the patient experienced class ii angina and underwent revascularization approximately 32 months post index procedure. The patient had two pcis prior to the admission of index however no information is available pertaining to the prior pcis. At the time of index procedure, the angiography revealed two vessels disease. The first lesion was in the distal rca described as 14mm in length, class b1 and de novo with 70% stenosis. The reference vessel was 3mm in diameter. The lesion was treated with a 3x18mm cypher rx (# 15212551) at 14atms and then was post-dilated using a 3.5x12mm balloon. The second lesion was in the proximal rca described as 8mm in length, class b1 and de novo with 70% stenosis. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.5x13mm cypher rx (# 15128546) at 16atms. There were no post-procedural complications and the patient was discharged a day later. Approximately 32 months post index procedure, patient had a class iii angina that was diagnosed during 30 and 33 month visits. Patient underwent ptca of the distal rca with the placement of an unknown des. The event resolved without sequelae and was not considered to be related to the study stent or procedure.

Manufacturer narrative:
Concomitant medications included aspirin, bivalirudin, plavix, and zocor. As reported from the (B)(4) study, the patient experienced class ii angina and underwent revascularization approximately 32 months post index procedure. The patient had two pcis prior to the admission of index however no information is available pertaining to the prior pcis. The patient¿s medical history is significant for angina, previous pci ((B)(6) 2005), stable angina pectoris, peripheral artery disease, hyperlipidemia, lvef (normal), pvd/claudication, history of smoking (within 30 days). At the time of index procedure, the angiography revealed two vessels disease. The first lesion was in the distal rca described as 14mm in length, class b1 and de novo with 70% stenosis. The reference vessel was 3mm in diameter. The lesion was treated with a 3x18mm cypher rx (# 15212551) at 14atms and then was post-dilated using a 3.5x12mm balloon. The second lesion was in the proximal rca described as 8mm in length, class b1 and de novo with 70% stenosis. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.5x13mm cypher rx (# 15128546) at 16atms. There were no post-procedural complications and the patient was discharged a day later. Approximately 32 months post index procedure, patient had a class iii angina that was diagnosed during 30 and 33 month visits. Patient underwent ptca of the distal rca with the placement of an unknown des. The event resolved without sequelae and was not considered to be related to the study stent or procedure. Review of lot 15228546 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Smoking. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00115 and 3003742446-2013-00116.

Manufacturer narrative:
Adjudication minutes were received indicating that during the index procedure, the first target lesion in the proximal rca was treated with placement of one study stent and post-stent balloon angioplasty. The angiographic core lab reported a 17% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the distal rca was treated with placement of one study stent. The angiographic core lab reported a 13% final residual in-lesion stenosis with no dissection and timi 3 flow. The post-procedure course was uncomplicated and the patient was discharged on the following day on dual antiplatelet therapy. Repeat angiography on approximately 33 months later for recurrent angina in presence of a positive functional ischemia study was performed. For the target lesion in the proximal rca, the angiographic core lab reported a 12% in-lesion restenosis with no thrombus and timi 3 flow, noting no target vessel and no target lesion revascularization. For the target lesion in the distal rca, the angiographic core lab reported a 22% in-lesion restenosis with no thrombus and timi 3 flow, noting no target vessel and no target lesion revascularization. Per catheterization report, angiography revealed patent stents in the rca and no flow-limiting lesions up to the level of the crux, where there was a high-grade stenosis of 90% in the origin of the posterolateral branch. Per catheterization report, the patient underwent successful percutaneous treatment with placement of a drug-eluting stent in the distal rca extending into the ostium of the posterolateral branch. Based on the above noted new information, there is no complaint of restenosis against the 3.5x13mm cypher stent. As there are no additional events that meet the definition of a serious injury, no further reports will be forthcoming for this device. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00115 and 3003742446-2013-00116.